Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger product ID wr9230 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6), product ID: wr9230, serial/lot #: (B)(6), h3: analysis of both wireless rechargers found no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the nurse just opened a new recharger and did the pairing with patient handset. After that pushed the button on the recharger to recharge the ins. Normally the button turn in to green "pipping" and search for ins, but it turned into orange or red with 2 "pip". It was connected to the handset but stayed inactive on the handset. Troubleshooting was performed. Tried to reset the recharger with no luck. Also tried to do reset both in the docking station and out of the docking station. Could see in the handset it was connected when the recharger was in the dock and when it was out of the dock it was just inactive as a normal recharger before you press button on the recharger. The nurse took a new recharger to replace it but did the same issue. The rep came to the patient's visit on (B)(6) 2024 and performed troubleshooting. A third recharger was tried, went out of shipping mode, and that worked. Issue was resolved. Maybe the nurse did not connect the other two rechargers to the dock station to get it out of shipping mode before pairing. Additional information received from a manufacturer representative. It was reported that when the rechargers were placed on the docks they were recharging and eventually fully recharged. However, when they tried to turn the wireless rechargers on, they immediately received a red light on the rechargers with tones falling in pitch. When trying to connect the rechargers to the app, they only saw the message "recharger inactive" or "recharger placed on dock." They also tried to restart the handset and tried to connect the wireless recharger again to the recharger app. A reset of the wireless recharger was tried, but did not resolve the issue. They were going to repeat the reset multiple times, to see if the wireless rechargers became responsive. They unpacked a third wireless recharger when the representative was at the hospital; this wireless recharger could be activated and used without issues.